Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan (B)(6) alleging that their onetouch ultramini meter was reading inaccurately low compared to a laboratory device. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began at 6am on (B)(6) 2015. The patient reported obtaining blood glucose readings of "233, 223 and 174mg/dl" on the subject meter and "340mg/dl" on a laboratory device. The time difference between these readings exceeded 30 minutes therefore lifescan cannot confirm an inaccuracy. The patient manages their diabetes with pills, diet and exercise. The patient reported consuming less food/drink in response to the alleged issue. The patient denied developing any symptoms however reported receiving a dose of rapid insulin from an hcp. At the time of troubleshooting the cca noted that the unit of measure was set correctly. Replacement products were sent to the patient. This complaint is being reported because the patient received treatment from an hcp while using the subject meter.